Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to under deliver with an error percentage greater than 5% but less than 10%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel requiring adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate accuracy test four times during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.